Event description:
It was reported the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported the surgeon fired the device for the first firing and the device partially stapled but did not cut. The device was reloaded and worked properly the rest of the case. The surgeon reports he did not pull the firing handle before closing the device. There was no consequence to the pt.

Manufacturer narrative:
Date sent: 11/24/1998. D5,6; h4: info not available, device not returned for analysis.